Event description:
On (B)(6) 2011 customer reported that they were getting "cuvettes failing water blanks" messages on the dxc 600 pro instrument. Customer removed the reaction wheel and checked for broken cuvettes, and none were found. Customer stated that the inside top of the reaction wheel was wet. Customer technical support (cts) identified the leaking fluid as dilute wash concentrate ii and possibly diluted patient samples. Field service engineer (fse) examined the instrument and found that the wash station was overflowing and creating dirty cuvettes. Fse replaced 3 wash vacuum probes and the cuvette wash manifold and valve assembly. Fse removed and cleaned all 125 cuvettes, and replaced any broken cuvettes. Fse ran calibration and performed quality control and it passed. Repair was verified per established procedures.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).